Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).